Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing resulting in inappropriate atp and hv shocks was noted on stored egms. A lead issue is suspected. Evaluation of the lead was recommended.